Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalised illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085311) that a female patient of unknown age who underwent breast augmentation with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including hair falling out, allergic to everything, sinus infections, migraines, brain fog, hair loss, skin rashes, neck fatigue, shoulder fatigue, back fatigue, and inflammation. As a result, the patient underwent bilateral removal on (B)(6) 2018, and reported that their body purged toxins, they lost ten pounds in two weeks, and their body was getting better. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the left breast prosthesis.